Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was abnormal, when the camera head was connecting, red lines (noise) appeared in the monitor image, sometimes vertically and sometimes horizontally, and sometimes did not appear. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was water leakage in the main unit lens and the camera, a scratch on the camera cable that penetrated the insulation, and corrosion on the electrical contacts of the video connector. A definitive root cause could not be identified. Based on the results of the investigation, the problem identified by the customer did not reoccur after the device was inspected by the repair department. The information obtained from this complaint and the survey results did not lead to the identification of the cause of the problem. Additionally, it was presumed that the camera cable was damaged (perforated), and the airtightness of the camera cable could not be maintained, allowing moisture to enter the interior, resulting in water damage to the main unit lens and camera cable. The cause of the cable damage and the corrosion of the video connector are traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a therapeutic transurethral resection. The procedure was completed.